Event description:
Event description guidant received information that this transvenous defibrillation lead was failing to capture in the right ventricle. A lead repositioning procedure was performed. During the procedure, this implantable cardioverted defibrillator (ICD) was explanted and replaced due to the recall advisory for this model. Another guidant ICD was implanted without incident.